Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula crimped event on (B)(6) 2024 the infusion set was in use for two to four hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4). Device 2 of 3.